Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate shock for a ventricular fibrillation (vf) episode. However, the time to therapy was longer than expected and the patient experienced syncope waiting for the shock to be delivered. A boston scientific technical services consultant reviewed the treated episode. The morphology was torsades. Also, noise was observed prior to the onset of the vf and during the vf, which contributed to the delay in detection and therapy. It was noted the r-wave amplitudes had decreased. Troubleshooting confirmed noise was reproducible in the primary and secondary vectors. The device was programmed to alternate and an exercise test was performed. In alternate, the r-waves were too small and the t-waves became more prominent and double counting was observed. An x-ray was performed, which showed the device had moved somewhat since implant. Device movement in the pocket was a likely contributor to the noise, and technical services discussed that the device could be repositioned to help resolve the noise. However, the field representative later confirmed the device would not be revised and the vector would remain in secondary. No additional adverse patient effects were reported. Additional information was received. Approximately five months later, this patient experienced another vf episode where noise was oversensed and the time to therapy was again very long. Two shocks were required to convert the vf. The physician elected to explant the s-ICD system and implanted a transvenous ICD instead, due to the sensing and time to therapy issues. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and long time to therapy.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate shock for a ventricular fibrillation (vf) episode. However, the time to therapy was longer than expected and the patient experienced syncope waiting for the shock to be delivered. A boston scientific technical services consultant reviewed the treated episode. The morphology was torsades. Also, noise was observed prior to the onset of the vf and during the vf, which contributed to the delay in detection and therapy. It was noted the r-wave amplitudes had decreased. Troubleshooting confirmed noise was reproducible in the primary and secondary vectors. The device was programmed to alternate and an exercise test was performed. In alternate, the r-waves were too small and the t-waves became more prominent and double counting was observed. An x-ray was performed, which showed the device had moved somewhat since implant. Device movement in the pocket was a likely contributor to the noise, and technical services discussed that the device could be repositioned to help resolve the noise. However, the field representative later confirmed the device would not be revised and the vector would remain in secondary. No additional adverse patient effects were reported. Additional information was received. Approximately five months later, this patient experienced another vf episode where noise was oversensed and the time to therapy was again very long. Two shocks were required to convert the vf. The physician elected to explant the s-ICD system and implanted a transvenous ICD instead, due to the sensing and time to therapy issues. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate shock for a ventricular fibrillation (vf) episode. However, the time to therapy was longer than expected and the patient experienced syncope waiting for the shock to be delivered. A boston scientific technical services consultant reviewed the treated episode. The morphology was torsades. Also, noise was observed prior to the onset of the vf and during the vf, which contributed to the delay in detection and therapy. It was noted the r-wave amplitudes had decreased. Troubleshooting confirmed noise was reproducible in the primary and secondary vectors. The device was programmed to alternate and an exercise test was performed. In alternate, the r-waves were too small and the t-waves became more prominent and double counting was observed. An x-ray was performed, which showed the device had moved somewhat since implant. Device movement in the pocket was a likely contributor to the noise, and technical services discussed that the device could be repositioned to help resolve the noise. However, the field representative later confirmed the device would not be revised and the vector would remain in secondary. No additional adverse patient effects were reported.